Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the outer tubing overlay melted, the outer tubing overlay had cosmetic environmental stress cracking, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead was t wave oversensing and ventricular pacing was inhibited. The patient's left subclavian is occluded so the lead was removed and a new lead implanted on the right side. No patient complications have been reported as a result of this event.